Manufacturer narrative:
(B) (4).

Event description:
It was reported that the patient experienced a shocking sensation when she had an MRI. The patient was screaming and being "electrocuted" during an MRI in 2007. The patient was sore at the pocket site for six months, even though there was no redness or anything noticeable outside of her body. The patient was also very sensitive to touch during that period. The patient was very dissatisfied because the MRI would not scan her due to the past history of shocking sensation. It was reported that this sensation shouldn't occur with the pump, but it did; now the patient couldn't get an MRI that she needed; no one wanted liability. A CT scan was not good enough. The patient was scheduled to have an MRI on (B) (6) 2010 at a different facility. Additional information received reported that the patient had an MRI on (B) (6) 2010. It was reported that "it was terrible." The patient was crying. The patient was being shocked and electrocuted from the pump down to her feet. The patient's legs were twitching from the shocking. The patient felt "burning on the inside, at the pump." The MRI technician noted it was a "lateral coil." The MRI was stopped because of the burning. The MRI technician felt the pocket and said it was hot. The patient wanted the pump removed and replaced. It was noted that the patient was seen by the managing physician 4-5 hours after the MRI to check pump functioning, and the pocket felt the same temperature as the area around it. Additional information has been requested from the hcp, but was not available as of the date of this report.